Event description:
The following was reported to davol by the pt's attorney: (B)(6) 1997 - the pt was implanted with a bard/davol flat mesh during a laparotomy, right salpingo-oophorectomy, moschowitz, colposacral suspension, burch and suprapubic catheter placement. The attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. Due to the date of implant and the age of the device, the device manufacture records have not been reviewed at this time. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
Addendum to the initial report. Based on a review of the patient's medical records, the patient underwent implant of a non-bard/non-davol tot sling approximately eleven years after the initial implant of the bard/davol flat mesh. Operative details provided did not mention any visualization of the bard/davol flat mesh. With the current information available, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
Addendum to the initial report based on a review of the patient's medical records: (B)(6) 1997 - the patient underwent a multipart procedure with implant of a bard/davol flat mesh to treat stress urinary incontinence. (B)(6) 2008 - the patient underwent implant of a non-bard/non-davol tot sling due to recurrent stress incontinence. No mention or visualization of the bard/davol flat mesh during this procedure.